Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented via merlin.net in back-up vvi. The patient was brought into clinic where a device download was successfully performed restoring the patient¿s implantable cardioverter defibrillator to its intended settings. The patient was stable throughout.